Manufacturer narrative:
(B)(4). Evaluation: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device could not be disconnected from an unknown IV bag. It was not specified when in the process this occurred; however, the reporter stated that there was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.